Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and other spasticity. It was reported on 2016-nov-17 that a dye study was done because the pump was in elective replacement indicator (eri) and found that there was a catheter occlusion. The eri was noted to be normal. There were no environmental/external/patient factors that may have led or contributed to the issue. The cause of the catheter occlusion was not determined. Surgical intervention did not occur but was planned but not scheduled. It was indicated at the time of the report that the issue was not resolved and the patient status was ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.